Event description:
It was reported that the patient had been trying to use the wrong recharger to charge their device. Patient had pocket revision; therefore they did not try to recharge using the correct recharger. The patient was doing fine.

Event description:
Additional information received reported that the pocket revision was performed because the patient started recharging her implantable pulse generator (ipg) too soon after her stage 2 and for too long. There was superficial breakdown of her wound. Patient had a wound washout on (B)(6) 2012 after she presented with dehiscence that was likely due to having the charging paddle over her fresh wound for 3-5 hours at a time. The wound fluid sample had contaminant bacteria. Patient was generally well while she stayed at the hospital for prophylactic IV antibiotics. Three days after pocket revision, patient's stimulator programmer and recharging system were removed for 2 weeks to ensure that nothing was placed over her pocket site to give it time to heal. At that time her ipg read 50% full and was switched to off. On (B)(6) 2012, the ipg was discharged but not over-discharged. Patient outcome was noted as fine and no infection occurred. It was also reported that patient received a new recharger but continued experiencing issues recharging her ipg. Patient's lead did not work. The health care professional believed the trial was not successful. Neurostimulator had never work to control patient's pain, even after repeated attempts for reprogramming. The "targetmystim" did not help. Patient had no pain control at the moment. Patient was not getting pain relief from the stimulator unless she arched her back or pressed on her connections, and she had done this a lot of times. When patient pressed on lead and extension, patient felt increase in stimulation. Palpation and different impedance tests did not solve the problem. Troubleshooting included reprogramming sessions and impedance checks were performed. The impedance tests showed normal results. They also looked at recharging statistics via recharger and captured data on application card which we re sent back to software engineers. Both sets of recharging statistics shown that the patient was recharging for short intervals whereas patient insisted that she was charging for much longer periods of time. The parameter of patient's stimulator was set very high with a lot of electrodes and a high pulse width. Neurosurgeon believed the lead was placed properly and no reason for lead revision, but they were considering explant because of no therapeutic effect.

Manufacturer narrative:
Product ID 37754, lot# serial# (B)(4), product typ recharger product ID 37744, lot# serial# (B)(4), product typ programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The initial MDR was filed as MFR report # 3007566237-2012-01320. Additional review indicated the correct manufacturing site was site 3004209178.